Event description:
Information received by medtronic indicated that the insulin pump battery was lasting only for few days. No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer alleged charge/battery lasts less than expected. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specified range. In further full review in the pump history found these battery related alarms: insert battery alarms on (B)(6) 2021 at 12:47:51.000, on (B)(6) 2021 at 19:16:29 and 19:17:28.000, on (B)(6) 2021 at 21:40:32 and 21:42:00. Low battery alarm on (B)(6) 2021 at 11:20:00, on (B)(6) 2021 at 18:32:00, and on (B)(6) 2021 at 19:12:00. Failed battery alarm on (B)(6) 2021 at 19:16:36. Insulin pump passed self test, sleep current measurement, and displacement test, however failed the active current measurement. No unexpected insert battery, low battery, and failed battery alarms during testing. In summary, pump passed required testing. Customer alleged for charge/battery lasts less than expected alarm was confirmed due to high active current. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.